Event description:
The nuclisens® easymag® accessory products are reagents and disposables to be used with the biomérieux instruments which mention these products in their user manuals. They enable the automated extraction (purification and concentration) of total nucleic acids (rna/dna) from homogeneous human biological fluid samples. These products are intended for in vitro diagnostic use by healthcare professionals. A customer in (B)(6) notified biomérieux of bacterial contamination when using nuclisens® magnetic silica (ref. 280133, lot # z012hg1ms, expiry date: 28-aug-2022). A customer noticed that on his two easymag instruments he had contamination. Indeed, performing pcr targeting legionella spp the dna extraction, the customer observed that the negative controls were positive. Customer applied decontamination protocol and flushing all buffer lines with buffer3 and hypochlorite solution. There was still high amount of legionella presence after system was tested by running water sample. The customer specified that there was a delay in reporting the results. However, the length of the delay is not known yet. There is no indication or report from the laboratory that the issue led to any adverse event related to any patient's state of health. To be noted, it is written in the instructions for use: ¿to ensure the proper proceedings of the extraction, always use the appropriate controls to control the extraction procedure: a positive extraction control (sample/material positive to the target). A negative extraction control (sample/material negative to the target). An internal control (ic): obtained by transferring a fixed quantity of target control in each sample to extract. The internal control must be added before the isolation steps to be purified along with the target, and then be amplified and/or detected. An internal control is necessary for any application that can lead to false negative results.¿ a biomérieux internal investigation has been initiated.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in canada of bacterial contamination when using nuclisens® magnetic silica (ref. 280133, lot # z012hg1ms, expiry date: 28-aug-2022). The investigation confirmed that this lot was not contaminated. A contamination issue was confirmed with specific lots of nuclisens magnetic silica, for which fsca 5690 was issued. However, the silica lot involved in this instance, z012hg1ms, is not part of the listed impacted lots in fsca 5690. Testing was done on retained kits from the manufacturing site and also on raw material for batches currently released on the field at that time. The investigation demonstrated that the contamination comes from silica raw material from a supplier. The silica raw material produced internally are not impacted by the issue. List of incriminated lots: z012me1ms, z012mf1ms, z012mh1ms, z012mk1ms, z012ml1ms, z012mg1ms, z012ne1ms, z012nd1ms, z012nc1ms, z012nb1ms, z013af1ms, z013ag1ms, z013ah1ms, z013ak1ms, z013al1ms). All other batches have been tested by the investigation r&d team. These lots, including the lot involved in this complaint, were conforming and not concerned by the contamination issue. In addition, no more contamination has been observed using these other silica batches by some complaint customers on incriminated batches. Some customers may have observed contamination with these uncontaminated silica lots due to: - a difference of sensitivity in the pcr test compared to tests done by investigation r&d team. - a residual environmental contamination in customer lab. - or possibly the use of pooled batches within contaminated ones. (Pooling is not part of good practices) for these customers, the recommendation is to discard all opened reagents, (ic, silica..), to perform a decontamination of the lab and to run contamination/blank tests after. Note: initially, two complaints were opened for the same issue for each of the customer's two instruments, (cn-353613 and cn-353615). However, the investigation revealed that it was the silica (nuclisens magnetic silica ref. 280133) from the supplier that was impacted. The customer used the same silica lot on both instruments. Therefore, this case cn-(B)(6)/ MDR 3008249922-2022-00010 is a duplicate from the case cn-(B)(6) / 3008249922-2022-00011.